Event description:
A (B)(6) male pt's mother called zoll customer support to report a damaged wire on his electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed, add gel replace belt messages) has been confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn. The root cause of the damaged cable could not be positively identified but was likely excessive force. In addition, there was contamination in the distribution node pca. The contamination caused component v701 (transient voltage suppressor) to corrode, which resulted in a drawing down of the -5v line. This caused the electrode belt to fail a current test. The root cause of the corrosion was unable to be positively identified, but was likely liquid ingress of an unk contaminant. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.